Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, nonconformances, or trends. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the healthcare professional to the manufacturer, and limited information has been made available. According to the details provided, the patient experienced discomfort and poor vision and developed an unspecified eye infection. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the diagnosis of an eye infection with a lack of medical information and potential for serious injury related to ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.